Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd (B)(6) has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Verbatim: previously, none of the catheters were pierced by the needle. Today we actually had that happen for the first time. I've never seen that happen in my 15-year career, but that happened to my coworker. The patient wasn't overtly harmed, thankfully. However, the patient did receive an additional IV stick that was not necessary due to the poor quality of the needle. In this case, the needle was not only blunt-tipped, but it was not aligned properly with the catheter and punctured through the catheter itself.